Event description:
Upon injection of implant, it was immediately determined the implant was damaged and decided to remove the implant. Implant seemed to be loaded into injector properly and implant did not appear damaged from loading. Surgeons able to remove all pieces of the implant successfully despite being difficulty due to friability of the implant. Surgeons were able to place a different implant safely and successfully.